Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented to a follow-up in-clinic with post-paced t-wave over-sensing from their implantable cardioverter defibrillator. Device also exhibited far r-wave over-sensing that caused inappropriate automatic mode switch episodes. The device was reprogrammed accordingly. Patient had no consequences as a result of this event.